Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of "saline was observed inside the pump raceway of the thermogard xp ivtm system (sn: (B)(4))" was confirmed during the functional testing. Probable root causes could be due to improper spiking of the saline bag, causing the saline solution to leak into the pump housing, and/or as a result of a damaged start-up kit (suk), likely attributed to user mishandling. The suk was not saved for evaluation, and therefore, the root cause for the reported complaint could not be exclusively determined. To remedy the issue, the drain pan was emptied, and the pump lid was left open for the pump raceway to air-dry. No physical damage was observed on the thermogard xp ivtm system during visual inspection. The event log review showed no significant discrepancies. During the initial functional testing of the console, saline was observed inside the pump raceway; thus, confirming the reported complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, 2-3 cm of saline was observed inside the pump raceway of the thermogard xp ivtm system (sn: (B)(4)). Traces of saline was also observed on the floor. No error messages or alarms reported on the console. No catheter was yet inserted into the patient's body. The customer denied a possible leak on the start-up kit (suk). The thermogard system was immediately turned off. Another tgxp system was used to initiate and continue the ivtm treatment. No further information was provided. No consequences or impact to patient.